Event description:
Baxter reported that the transfer set was leaking. The home pt had the set for one week. There was no pt injury or medical intervention associated with this incident according to baxter.

Event description:
During the evaluation, the initial leak reported by baxter is now confirmed to be an internal leak and not external tubing leak. There was no pt injury or med intervention associated with this incident.